Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during fns removal procedure, when the surgeon tried to remove the distal lateral locking screw, the tip of the driver was broken. Osteonecrosis caused strain in the locking screw with unexpected stress on the implant which made it difficult for the driver to remove the locking screw. The surgery was completed successfully. A fragment was left in the patient. There was a one hour surgical delay. This report is for one (1) unk - screws: fns locking. This is report 1 of 1 for (B)(4).